Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the review of the information provided it was confirmed that the device was not put into magnetic resonance imaging (MRI) settings prior to MRI exposure, resulting in back-up operations (bvvi). This is a known potential outcome of performing MRI without first enabling MRI settings in the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a magnetic resonance imaging (MRI) exam, the device was found to be in back-up operations with disabled defibrillation therapy. Technical support was contacted and the device was reprogrammed to resolve the event. Session records were reviewed and the device was not programmed into MRI mode prior to the exam. The patient was stable with no consequences.